Event description:
It was reported that the patient had episodes of non sustained lead noise due to competitive sensor indicated rate pacing. The device was reprogrammed. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.